Manufacturer narrative:
--

Event description:
Boston scientific received information that during a device replacement procedure, no anomalies or measurements were observed with this right ventricular lead. The pocket was widened and the lead position and connection (terminal pin) were verified with fluoroscopy. After the pocket was closed, oversensing was observed. No oversensing was observed on the surface electrogram and was not duplicated. The av delay was reprogrammed from 300 ms to 350 ms. Further follow up will be performed in the next week. No adverse patient effects were reported. Follow up information was received. No asystole greater than two seconds was observed. Isometric testing was performed, myopotential oversensing was observed. The device was reprogrammed and it was thought this resolved the oversensing. Lead impedance and pacing threshold measurements are stable. A decision was made to perform normal follow-up visits and further monitor this patient. During a follow up it was noted that the right atrial thresholds had increased. Noise was still observed on the right ventricular lead. The av delay was extended and changed to aai. The ventricular pacing was delivered 10% and the right atrial intrinsic beat indicated under 30 beats per minute. No change was noted in the lead impedances. No changes were made. The patient will be evaluated in one month. Additional information provided noted that during a follow up noise was observed resulting in asystole for > 2 seconds. It was not confirmed if the asystole occurred on the right atrial or right ventricular lead. The patient was placed on a holter monitor and will be followed up in one month.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A follow up took place and it was noted that there was no asystole for greater then 2 seconds, while oversensing was noted on both the right atrial and right ventricular lead. The patient had an intrinsic beat. The right ventricular lead impedances appeared normal. The device was reprogrammed and the patient will be evaluated at a later date. No adverse patient effects were reported.

Event description:
Additional information noted that a revision was performed. An x-ray was performed before the procedure and no loose connection was noted. The right ventricular lead displayed noise on the electrocardiogram. The right ventricular lead was surgically abandoned and remained in the patient. A new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.